Manufacturer narrative:
Age at time of event: over 60. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was previously implanted of bsc stent located in the superior vena cava to restore the venous flow. A 14-4/5.8/75mm xxl¿ vascular balloon catheter was advanced for post-dilation. However, during the first inflation at 2 atmospheres, the balloon ruptured probably due to the stent strut. The device was completely removed from the patient and the procedure was completed with another 14x14mm balloon catheter at 60 atmospheres. No patient complications were reported and the patient's status was good.